Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However the pump had intermittent button response due to moisture damage on the keypad traces. The test minilink transmitter communicated properly with the pump, and the pump downloaded properly to the carelink software. The pump had a cracked case at the display window corners, and a cracked reservoir tube lip.